Event description:
Yag laser was used through a flexible bronchoscope, to ablate tumor in the airway. The laser was set up and tested with a testing wire. Setting was on 30 watts. The employee was the circulating nurse and working on the computer with back turned to the field. The nurse smelled something burning and turned to see if something was wrong on the field. At this time the surgeon announced that another flexible bronchoscope was needed, because the current one got burned by the laser. The scope was inspected, the tip was burned. It was stated that the tip of the new fiber was out of the lumen of the scope and there was a flare up that burned the scope while it was in the patient's airway. The wire was black from smoke. At this time the wire was removed, used a new wire for the remainder of the procedure. Reduced the setting to 10 watts and used the same laser to finish the procedure. The equipment was pulled out of service. Pictures were taken of the patient's airway.